Event description:
It has been reported to co that during the procedure the gasket of this device dislodged. Reportedly, as the device was being removed it was noted that the valve was missing and backbleeding occurred. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.